Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had partial display. The customer¿s blood glucose level was 181mg/dl at the time of the incident. The customer reported that the screen was busted and looks like the lcd seems to be all over the place. Customer was trying to navigate through pump. The customer was advised to discontinue use of the insulin pump but declined to return. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform the self test and displacement test due to damaged lcd glass.